Event description:
It was reported that during implant of this device, transparent fluid drainage was continuously observed through the lateral tunneling path from the xiphoid to the pocket. A drainage catheter was inserted; however, root cause of the continued fluid drainage appeared unknown. No infection was observed and no other adverse patient effects were present. Technical services reviewed case information and images, stating the electrode position appeared too low and if re-tunneling was imminent, the electrode position should be further evaluated during that time. During re-tunneling after the pocket area incision was made, the patient was instructed to cough, at which time fluid through the tunneling pathway was observed. The physician expressed concern for the reasons why fluid was continuously present however, it was noted the tunneling track was very deep and under the muscle layer. The tunneling track location seemed to affect the lymphatic glands and/or nodes. The physician re-tunneled from the pocket to xiphoid and closed the previous tunneling hole. Re-tunneling was successful as confirmed via post sensing vector and x-ray imaging review. No post revision defibrillation testing was completed as per the physician's decision and field follow-up confirmed the patient was discharged with no further issues.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during implant of this device, transparent fluid drainage was continuously observed through the lateral tunneling path from the xiphoid to the pocket. A drainage catheter was inserted; however, root cause of the continued fluid drainage appeared unknown. No infection was observed and no other adverse patient effects were present. Technical services reviewed case information and images, stating the electrode position appeared too low and if re-tunneling was imminent, the electrode position should be further evaluated during that time. During re-tunneling after the pocket area incision was made, the patient was instructed to cough, at which time fluid through the tunneling pathway was observed. The physician expressed concern for the reasons why fluid was continuously present however, it was noted the tunneling track was very deep and under the muscle layer. The tunneling track location seemed to affect the lymphatic glands and/or nodes. The physician re-tunneled from the pocket to xiphoid and closed the previous tunneling hole. Re-tunneling was successful as confirmed via post sensing vector and x-ray imaging review. No post revision defibrillation testing was completed as per the physician's decision and field follow-up confirmed the patient was discharged with no further issues.